Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty flushing the marker lumen was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty was concluded to be related to a potential product quality issue due to glue observed in the marker lumen port. The subsequent treatments appear to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that during preparation, the prostyle device marker lumen failed to flush using saline. A new prostyle device was used to continue. There was no patient involvement. Analysis of the returned device revealed the device appears to have been inserted into the anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.